Event description:
It was reported that bd max¿ system, bd max¿ instrument unusual pcr curves occurring. The following information was provided by the initial reporter: "unusual pcr curves (jagged curve or low fluorescence) starting when using a combo kit sars-cov2/flu with a different lot. Although the results are determined as positive or negative, the data is strange, so they are re-measured with a kit dedicated to corona. As a result, some of the results are the same, while others are different, necessitating re-measurement. Hazard, injury or erroneous results? Yes. The measurement result data is incorrect. There is no effect on the patient because it is remeasured with a kit dedicated to corona."

Manufacturer narrative:
PMA/510k #: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual pcr curves". Customer reported that they are seeing pcr curves with a jagged appearance and low fluorescence while running the sars-cov2/flu assay. A bd field service engineer was dispatched to the customer site to retrieve the instrument run database. Initial analysis by service did not reveal any instrument issues. This complaint is unconfirmed as no problem was identified with the instrument and the complaint alludes to a possible sample or workflow issue. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument unusual pcr curves occurring. The following information was provided by the initial reporter: "unusual pcr curves (jagged curve or low fluorescence) starting when using a combo kit sars-cov2/flu with a different lot. Although the results are determined as positive or negative, the data is strange, so they are re-measured with a kit dedicated to corona. As a result, some of the results are the same, while others are different, necessitating re-measurement. Hazard, injury or erroneous results? Yes. The measurement result data is incorrect. There is no effect on the patient because it is remeasured with a kit dedicated to corona".